Event description:
The customer reported experiencing repeated occlusion alarms with their insulin pump. To resolve the issue, the customer changed the infusion set and cartridge and continued insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.